Event description:
Mynx vascular closure device implanted about 12 noon on (B) (6) 2010 in the right groin. Sent home at 8 pm. Blood vessels began leaking pm of (B) (6) with bruising of lower abdomen and right groin with pain. Ultrasound showed a pseudoaneurysm on (B) (6) 2010. Area injected by md. Pain and bruising are slowly resolving. Dose or amount: one, frequency: once, route: intra-arterial. Dates of use: unk: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: abnormal EKG, nuclear stress test.